Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted sigmoid colectomy procedure, a faninsteel incision was used to assist in the transection across the rectum. The device was pushed through incision. Vision was slightly lost and first proximal firming was successful. On the reloading and second firing, the device formed the staples. However, the staple line did not hold on firing across the rectum sigmoid junction. The device was forced through the small incision and during this movement had dislodged the staples out of their housing. The device was then fired leaving the bowel completely free of staples. No b formation observed and no staple line observed at all. A curved device was used instead. There were no adverse consequences to the patient.